Event description:
The device was used during a thoraco bullectomy. Reportedly, after firing, the black knobs were returned and the device would not open. Another device was used to finish the procedure. No pt injury was reported.